Manufacturer narrative:
Concomitant medical products: 694865 lead, implanted (B)(6) 2005.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing intermittently. The ra lead remains in use. No patient complications have been reported as a result of this event.